Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure the surgeon observed metal filings falling into the joint space with the use of 2 gryphon drill guides. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2012-00175.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received. The complaint device has not been received, and, no lot number has been supplied, which precludes conducting an physical evaluation and a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.